Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) and subsequent manufacturing date (11) are unknown; therefore, the UDI number only will contain the device identifier (01). H11: the serial number is unknown. The device was replaced and is currently in good working condition; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the customer the bladder in a progressa bed surface was twisting and causing a dip, and a patient injury occurred. During an onsite visit by baxter team members the customer reported the patient had an initial stage 4 pressure sore on the right sacrum. Then on an unknown date, this patient was admitted to the hospital for an unspecified diagnosis. On the date of the event, the stage 4 pressure injury was observed to have ¿worsened¿. Also on this date, while hospitalized, the patient developed a stage 4 pressure injury on the left sacrum. The patient underwent a debridement to both pressure injuries. The patient later recovered from the stage 4 pressure injury leaving the patient with the initial stage 4 pressure injury they were admitted to the hospital with. The customer reported a non-baxter mapping pad was used on the progressa bed surface between the microclimate management (mcm) topper and the air bladders. On an unknown date, the customer replaced the mattress. No further information was available at the time of this report.